Event description:
Two cna's put a resident in maxi-lift. When they lifted the resident, one of the loops of the sling came unhooked from the lift causing the resident to slide to the floor. The lower torso and legs remained in the lift. The cna's lowered the lift placing the resident's body completely on the floor. Resident transported via 911 to hospital. No injuries or breaks, small bruise on right cheek.